Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated ¿it¿s not working.¿ when asked if the patient thought it wasn¿t working due to a loss of therapy the patient stated ¿just a little¿ return of urinary symptoms. When the patient went to check it with the programmer they weren¿t able to get a connection even after changing the programmer batteries. The patient stated their programmer wouldn¿t stay on, but it was reviewed that the programmer is designed to power off automatically when not in use. The patient stated they only felt stimulation for 1 second and it goes away, they only get stimulation a little when they press the sync button. The patient also reported the programmer screen kept going between the sync screen to going blank and not connecting to the ins for a while. Programmer syncing was reviewed. The patient also reported it felt like the ins had almost moved further inwards because they sit for work and it was like their butt was pressing up against the chair where it was at. It was noted this issue was ongoing for maybe a year and a half to 2 years. The patient was redirected to follow up with their healthcare provider to check battery status and evaluate symptoms. No further complications were reported.